Event description:
Follow up information received reported that the patient did not have any concerns with their device system and also confirmed that they did not have a managing physician. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device was used for off label indication. The indication device used for was headaches and migraines. Product ID 3987a60, lot # n137842, implanted: (B)(6) 2009, product type lead; product ID 3987a60, lot # n137842, implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
All future information concerning the patient cat scan and the inability to turn the device back on will be reported in manufacture report # 3004209178-2013-05827.

Event description:
It was initially reported that a patient had coupling and/or communication issues. An implantable neurostimulator (ins) overdischarge was suspected. Patient education issues were primary reason for the overdischarge. The last time any stimulation was felt was 1 to 2 months prior to the initial report. The patient was advised by her healthcare professional (hcp) to turn the stimulation off as he felt that she was "overusing the therapy." This was two months ago when she turned the ins off. The last successful recharging session was also 1 to 2 months ago. The use of antenna locate (al) feature resulted in a power on reset (por) condition being displayed on ins recharger (insr) which then led to the normal recharging screen. One day later not being able to adjust the stimulation was reported. The patient did not have batteries for her patient programmer (pp) to clear the por message. She was instructed further and would attempt to do this on her own. The patient tried to turn the device on but it wouldn't let her. Device battery showed over 50% charge. More than two weeks later it was reported that insr did not work since about 8 months ago when taking airplane. The patient was unable to use the insr unless it was plugged into the wall and it would slowly start charging her implant. It was stated that ins battery level was empty. It was also stated that "the screen went out." It was reported that she had all of the boxes, referring to good coupling strength. The patient had not recharged her charger in 3 weeks and it was stated insr battery was full. It was stated that she still had pain in her head and that the implant helped to a point but didn't completely get rid of all the pain. This had been going on since implant. More than two months later it was stated that the patient did not have concerns with her device or therapy. More than one month later it was reported that the patient had no stimulation sensation. She had not felt stimulation in about a month. The patient had to have a cat scan done and she turned it off and it wouldn't turn back on. It was stated "the patient no longer had an hcp because there was nothing else they could do," and "the hcp could not give her injections any longer because of the leads." If additional information is received, a follow up report will be sent.